Event description:
A vns programming office nurse in the (B)(6) reported to our country rep that their vns programming handheld computer stopped working. Troubleshooting was performed at the site but the handheld was reported to be not working. Good faith attempts are underway to have the product returned for analysis.